Manufacturer narrative:
Additional information provided: patient reported as adult. Customer declined to provide other patient demographics due to hipaa regulations.

Event description:
It was reported from the hematology/ oncology center that the tubing set unintentionally disconnected from the injector luer lock and leaked during a continuous epoch chemotherapy infusion infusing via a central line. Although the infusion rate is unknown, the customer stated that the continuous infusion rates are usually less than 75cc/hr. The customer further stated that the infusion is prepared in the pharmacy. Although the disconnection placed the patient at risk for a central line infection, there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Concomitant medical products: 8015; 8100. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from the hematology/oncology center that the tubing set unintentionally disconnected from the injector luer lock and leaked during a continuous epoch chemotherapy infusion infusing via a central line. Although the infusion rate is unknown, the customer stated that the continuous infusion rates are usually less than 75cc/hr. The customer further stated that the infusion is prepared in the pharmacy. Although the disconnection placed the patient at risk for a central line infection, there were no adverse effects caused to the patient from the event.